Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon stated that a pt side manipulator (psm) arm seemed "very sluggish". The pt was under anesthesia for approx one hour when the procedure was converted to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that a pt side manipulator (psm) was having intermittent issues. The system was repaired by replacing the psm and testing system. The pt side manipulator is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. Engineering conducted performance tests for the pt side manipulator (psm) arm and the customer reported problem could not be duplicated. As of 2008, there have been no reported recurrences of the issue at this hospital.